Event description:
It was reported that the bd alaris smartsite low sorbing extension set had blood backflow. The following information was provided by the initial reporter: the product was attached to low sorb tubing for blina (blinatumomab) infusion. There was blood back flowed from the pac (port-a-cath).

Manufacturer narrative:
B.3. The date of event is unknown; bd awareness date used. E.1. Address was not located, and il was used. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of leakage and flow issues - back flow could not be verified due to the product not being returned for failure investigation. A device history record review for material# 20350e and lot# 24109281 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 11oct2024. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Event description:
No additional information.